Manufacturer narrative:
The sample was not returned for evaluation, however the user facility provided photos of the device packaging. The photos show an opened ventralight st inner foil pouch. There are creases and indentations that can be identified on the pouch as would be typical of a pouch that had been opened. The user facility did not report a concern for the packaging as presented prior to opening the pouch. The photos do not allow us to determine if a sterile barrier breach presented. Creases and indentations on the foil pouch are conditions that can present during the opening of the pouch with no compromise of the sterile barrier. The sample was discarded by the user facility, as such no conclusion can be made.

Event description:
It was reported that the hospital has concerns with how the foil pouch packaging of the ventralight st mesh looks after it is open and the mesh is removed. The concern is for compromised sterility. The contact stated it is hospital practice to hold the sterile pouch up to the light and visually examine before use. The implant was not used in the case.